Manufacturer narrative:
Corrected data: d4 expiration date in follow-up 1 entered in error. Reusable device. No expiration date. An event regarding crack/fracture involving a triathlon drill bit was reported. The event was confirmed via evaluation of the returned device. Method & results: product evaluation and results: visual inspection: visual inspection of the returned device indicated the device has fractured mid way up the shaft where the flutes initiate. Damage in the fluted region suggesting contact with another material indicative of mechanical damage. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been other similar events for the lot referenced. Conclusions: it was reported that the drill broke off and strayed into the bone, which required a radiograph and bone graft to be removed. Visual inspection of the returned device indicated the device has fractured mid way up the shaft where the flutes initiate. Damage in the fluted region suggesting contact with another material indicative of mechanical damage. It is likely that the reported device had been damaged through use over time as mechanical damage was observed and the failure occurred 14 years after the device was manufactured. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
During drilling of triathlon ap sizer, the drill broke off and strayed into the bone, which was radiographed and removed. In addition, bone grafting was performed because of removal bone to locate the broken drill.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
During drilling of triathlon ap sizer, the drill broke off and strayed into the bone, which was radiographed and removed. In addition, bone grafting was performed because of removal bone to locate the broken drill.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a triathlon drill bit was reported. The event was confirmed via evaluation of the returned device. Method & results: -product evaluation and results: visual inspection: visual inspection of the returned device indicated the device has fractured mid way up the shaft where the flutes initiate. Damage in the fluted region suggesting contact with another material indicative of mechanical damage. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been other similar events for the lot referenced. Conclusions: it was reported that the the drill broke off and strayed into the bone, which required a radiograph and bone graft to be removed. Visual inspection of the returned device indicated the device has fractured mid way up the shaft where the flutes initiate. Damage in the fluted region suggesting contact with another material indicative of mechanical damage. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
During drilling of triathlon ap sizer, the drill broke off and strayed into the bone, which was radiographed and removed. In addition, bone grafting was performed because of removal bone to locate the broken drill.